Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead reported hearing an alert. Device interrogation revealed an superior vena cava (svc) impedance greater than 200 ohms. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.